Manufacturer narrative:
For the investigation the logfile was analyzed. The described ventilator failure could be confirmed. It was determined that it was caused by a piston motor running too slow. Several root causes are plausible, such as an incorrectly fitted rolling seal, a problem of the motor itself or a processor board issue. On site the device was restarted and the problem was resolved. Therefore, it was not possible to identify the root cause more precisely. In case of a ventilator failure the device is designed to shut down automatic ventilation in order to protect the patient from potentially hazardous output and/or from serious damages to the ventilator unit. This is accompanied by a corresponding alarm, and manual ventilation via the built-in breathing bag including dosage of all necessary gases including anesthetics is further possible. The device was continued to be used and no further problems were described. The number of similar cases, related to the same symptom (piston motor too slow), is within the expected range of the respective risk assessment and thus accepted. The field failure rates of the components potentially affected are subject to permanent monitoring by the responsible product quality board and are rated as acceptable.

Event description:
It was reported that while the anesthesia machine was in operation, the ventilator suddenly stopped. A message of "ventilator fail" appeared. No injury was reported.